Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 2 years and 4 months post transfemoral tmvr (transcatheter mitral valve replacement) procedure with a 29mm sapien 3 valve in a pre-existing surgical ring, the valve was explanted due to an unknown cause. A 29mm surgical valve was implanted in the mitral position. No additional information is available.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b3, b4, b5, b7, g3, g6, h2, h6: health effect - clinical code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Addition to sections b5 and h6: type of investigation. Corrections to sections h6: health effect - clinical code, device code(s), investigation findings and investigation conclusions. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest that the paravalvular leak was due to patient factors (big gap between the d-shape mitral ring). A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information provided per medical records: approximately 9 months post transfemoral tmvr procedure, there was mild to moderate mitral stenosis (ms) with an increased gradient of 8mmhg, aortic valve are (ava) of 3.1cm^2, and mild mitral subvalvular thickening/fibrosis. Another 1 year and 7 months later, the patient complained of shortness of breath (sob), characteristic of congestive heart failure (chf), with bilateral plural effusions requiring thoracentesis. Per the explant operative report intra-operative findings, the sapien 3 valve had pannus and was well attached to the annuloplasty ring. There was a big gap between the annuloplasty ring and the sapien 3 valve, producing severe paravalvular regurgitation. Clarification provided per medical records: the 29mm sapien 3 valve was implanted in a pre-existing physio surgical/mitral ring.